Event description:
It was reported that during a lavh procedure, on the 1st activation while on the round ligament, the experienced surgeon closed the jaw and immediately had difficulty advancing the blade and when he continued to try and advance the blade, the blade jumped and the top part of the I-beam (square piece) broke off. They were not able to visually identify where the piece of the I-beam went and therefore they tried using x-ray, but were still unable to identify the whereabouts of the broken piece. It is not clear if another device was used to complete the procedure. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade broken and not returned with the device. During mechanical testing, the jaws could not be properly opened and closed. The damage to the I-blade prevents the jaw from opening and closing. Due to the returned condition of the instrument not all testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.